Event description:
It was reported there was an unknown issue with the 3.0x30mm rx trek balloon dilatation catheter. No additional information was provided. Return device analysis noted there was a separation of the outer member and inner member noted in the proximal shaft area. The inner member inside the balloon was stretched. The outer member distal segment was stretched and had bunching for length of 3.5mm at 3.5mm distally from the distal segment outer member separation end. The outer member and inner member were also kinked at 2mm proximal of proximal balloon seal.

Manufacturer narrative:
A visual inspection was performed on the returned device. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause as there was no reported device issue. Analysis of the returned device noted stretching and deformation to the outer/inner member, balloon damage, and an inner/outer member separation. This type of damage is consistent with manipulation against resistance; however, based on the information provided, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.